Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within two weeks of the initial implant procedure, the patient experienced shock-like stimulus from their right ventricular (rv) lead. It was also noted that the rv lead had a known issue with chest wall stimulation, high thresholds and high impedance. High impedance was also reported on the right atrial (ra) lead. The leads were reprogrammed and later revised. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.